Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported soft tip deformation was likely the result of procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional devices referenced are filed under a separate medwatch report number.

Event description:
This is being filed to report the damage to the sgc tip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) (91210u122) was advanced to the mitral valve and grasping attempted however the posterior gripper arm did not lower. The clip was not implanted and the cds removed. The steerable guide catheter (sgc) had to be replaced as the tip was damaged. During preparation of the ntr cds (90503u120), the clip could not be opened again after establishing final arm angle (efaa). The device was not used. A third cds was used (90422u162), however after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). No treatment was performed for the slda and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.